Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent systems instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot.

Event description:
It was reported that during a procedure to treat a de novo lesion in the mid right coronary artery with mild tortuosity and moderate calcification, pre-dilatation was performed with an unspecified 2.0x18 mm balloon dilatation catheter. A 3.0x38 mm xience xpedition rx stent delivery system (sds) was advanced and the stent was deployed; however, an edge dissection occurred. Another xience stent was used to cover the dissection. There were no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.